Event description:
The Pulsar-18 T3 self-expandable peripheral stent system was selected for treatment below the knee. While advancing the device through the 4F introducer sheath into the vessel, resistance was encountered inside the introducer sheath. This resulted in premature deployment of the stent within the introducer sheath. A small surgical incision was required to remove several stent fragments from the subcutaneous tissue.